Event description:
Patient is currently on airvo high flow nasal cannula. Equipment started alarming and patient was noted to desaturate to the low 80s. Error read to turn equipment off and unplug oxygen and then to restart. This was attempted x3 before equipment stopped alarming. Patient was placed on different airvo equipment per precaution of issue happening again. Patient remained calm through situation. No harm noted.